Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported mobility of crown, the doctor verified and found that implant collar was fractured, the remaining part was removed. Patient has been rescheduled for new implant placement.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Supplemental report submitted for email address correction.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotiteâ® 2 implant 3.75 x 10mm (xfos310) with an unknown biomet screw were returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar region. The implant has been damaged, possibly from the removal process. A fractured screw was identified inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported implant was located on tooth # 37 (fdi) and was used for approximately 1 year, 5 months. DHR review was completed for the subject lot number (2019100845). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019100845) for similar events and no other complaint was identified. Review completed utilizing keywords: implant fracture & screw fracture. Based on the available information, device malfunction did occur and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.